Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/27/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. No known patient consequence what is the lot number? Lot number: shbcuc please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). - (B)(6) is the physician that made the report device return follow up. No device to return trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and barbed suture was used. During the procedure, the doctor mentioned that while using stratafix spiral with the robot the suture frayed and broke. He used an additional suture to complete the case. The procedure was successfully completed. Status of patient consequences is unknown. Device is not available for return. No adverse patient consequences were reported. Additional information was requested.